Manufacturer narrative:
Loose power cable to cpu.

Event description:
It was reported by service report that none of the functions from the bed were working. No pt involvement or adverse consequences are reported.